Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm and diabetic ketoacidosis, cause was unknown. Customer addressed elevated bg with manual dose injection (mdi) and was advised by on-call nurse to rely on mdi. A replacement pump has been sent to the customer.